Event description:
A report was received that following the implant procedure, the patient was experiencing pain at the ipg site. The patient was prescribed muscle relaxers and the pain subsided. The patient was reportedly doing well.

Event description:
A report was received that following the implant procedure, the patient was experiencing pain at the ipg site. The patient was prescribed muscle relaxers and the pain subsided. The patient was reportedly doing well.